Event description:
During the surgical procedure the customer experienced difficulty removing the bipolar tip forceps instrument. A visual inspection of the insturment after removal did not show any abnormalities. The instrument was reinserted into the pt and the tip of the instrument broke while grasping tissue. Upon breakage, instrument components fell into the pt. The components were retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.